Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir retainer ring was cracked. The customer stated that the reservoir did lock for the most part but sometimes the reservoir came loose. The customer declined troubleshooting for over delivery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.